Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 during which the surgeon noted upon visualizing the mesh, this was partially dislodged preperitoneal mesh had expanded out of the external ring along the cord. The cord appeared to be entrapped with the mesh and the testicle appeared to be chronically ischemic with a secondary noncommunicating hydrocele. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/09/2021. Additional b5 narrative: it was reported that the patient experienced pain, hernia recurrence following the surgery.

Manufacturer narrative:
Date sent to the FDA: 10/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.